Event description:
It was reported that the customer's insulin pump had scratched screen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with scratched display window and cracked reservoir tube lip. The device had frozen display and constant tone; problem isolated to the motherboard. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.